Manufacturer narrative:
Product complaint # (B)(4). Investigation summary; an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Device history lot quantity manufactured: 15 date of manufacture: 4-oct-2005 any anomalies or deviations identified in DHR: none expiry date: 1-oct-2010 h11 additional narrative: added: d4 (expiration date) and h4 d4: UDI: (01)gtin unavailable, product made prior to gtin compliance date.

Event description:
Litigation complaint received ad 18 sept 2024 additional event information: it was reported that on (B)(6) 2024, patient's hip was revised to address one or more of the following conditions (not specified by the reporter which condition(s) were present, only that it was found within this grouping of soft tissue reactions): adverse local tissue reaction (altr), adverse reaction to metal debris (armd), metallosis, aseptic lymphocytic vasculitis associated lesions (alval). Specific revision treatment(s) were not provided within these medical records. No complications were identified.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E3 initial reporter occupation: lawyer. G4: device is not distributed in the united states, but is similar to device marketed in the USA. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.